Event description:
Pt entered hosp. For same day surgery for a stent placement and stone manipulation. During the procedure. An open end tip cone catheter broke off in the pt's ureter. After approx 1.5 hrs of extended surgery to remove the cone tip from the pt fearing the pt could lose his kidney, it was retrieved successfully and the pt was admitted.